Event description:
Consumer allegedly fell when getting out of the wheelchair due to the no flat tires allegedly going flat, twice, causing the wheel locks to allegedly fail. No injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model crf serial number/date code (B)(4) is approximately 1 year old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers a (B)(6). The consumers technique while using the device is unknown. The maintenance history of the device is unknown.